Event description:
Wallflex biliary study. In 2007, it was reported to boston scientific corporation, that a procedure to implant a wallflex partially-covered biliary stent occurred. According to the complainant, the wallflex partially-covered biliary stent was deployed across the stricture "satisfactorily", but the middle of the stent did not fully expand. The physician had difficulty removing the delivery system, which was caught on the stent. After a few minutes of manipulating the device, the delivery system released and was removed through the stent. There were no complications and the wallflex partially-covered biliary stent remains implanted.

Manufacturer narrative:
Other) - failure to expand. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.